Manufacturer narrative:
Production of the 3grx power chair was discontinued in december 2016. The lawyer's letter advised that the controller had been recently serviced on the power chair. It is unknown who performed the servicing or if a servicing error may have contributed to the reported event. At this time, a device malfunction has not been confirmed. It is unknown how the unintended movement was initiated. The lawyer has been contacted to provide further information; however, a response has not yet been received. Should additional information become available, a supplemental record will be filed.

Event description:
A letter was received from a lawyer representing the patient. It was stated in the letter that the patient was allegedly sitting in the 3grx power chair, and he was not touching the joystick, when the chair suddenly accelerated forward at a high rate of speed and ran into a wall, ejecting the patient onto the floor. The letter claims that the power chair continued to drive until it was able to be powered off. The patient allegedly sustained a femur fracture which required open reduction and internal fixation surgery.

Manufacturer narrative:
Invacare's legal department received an email from the dealer's insurer. He provided the wheelchair serial number, (B)(4). The serial number corresponds to a 3gar-cg power chair, not a 3grx chair, as originally identified.

Event description:
A letter was received from a lawyer representing the patient. It was stated in the letter that the patient was allegedly sitting in the power chair, and he was not touching the joystick, when the chair suddenly accelerated forward at a high rate of speed and ran into a wall, ejecting the patient onto the floor. The letter claims that the power chair continued to drive until it was able to be powered off. The patient allegedly sustained a femur fracture which required open reduction and internal fixation surgery.